Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the inner and outer package were discovered to be cracked after the implant was introduced to the sterile field. There was no reported delay in surgery and surgery was completed with another device.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The component was returned, however the packaging was not. The examination of the returned part found no damage on the device. From the received photos, it was determined that the inner cavity was cracked, however, damage to the outer cavity could not be confirmed as no photos were available. It was noted that this product was in transit between hospitals 15 times. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.